Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level displayed as "high" (specific value not provided) with ketones of an unspecified size on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin, a chest x-ray, electrocardiogram, as well as lab work to address the elevated bg and later administered a manual injection of insulin. Customer was discharged later the same day with the issue resolved and no permanent damage.